Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The infection occurred after an unrelated surgical procedure and was manifested by pain in the abdomen and difficulty breathing. The patient was hospitalized for 2-3 days for this event and treated with unreported antibiotics. The cause and type of infection were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.